Event description:
It has been reported to us that during the procedure the guidewire became unravelled. The physician inserted the guide wire in an attempt to perform intervention. The physician inserted the guidewire onto the pt. The physician inserted another device to perform intervention. The physician noticed that the guidewire had started to unravel during the procedure. The physician removed the guidewire from the pt without issue. The pt is reported to be fine.